Event description:
Customer alleged, blood glucose on the compact system of 354 mg/dl, accompanied by symptoms of high blood glucose. Customer reported self-treating with avandia and felt better within 2 hours. Customer alleged that the blood glucose result was stored as 175 mg/dl in the meter's memory. No adverse event was reported in connection with the memory discrepancy. A request was made for the return of the suspect device and replacement product was sent.